Manufacturer narrative:
Involved product and lot number not available. 2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part could not be retrieved and was incorporated into the filling. 1st breakage of 2.